Event description:
A customer reported via phone call indicating that their sensor fell out while swimming. The customer has a blood glucose level was 146 mg/dl at the time of the call. The customer states that there is fluid/moisture in the device. The customer sent their sensor back for analysis. The customer was sent a new sensor.

Manufacturer narrative:
Inspected one opened and used sensor. Performed bicarbonate buffer test. Sensor passed per specification with accurate readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.